Event description:
A nurse reports that a patient had an intraocular lens (iol) replaced after experiencing a decrease of visual acuity. The surgeon reports the patient was experiencing vaseline vision dysphotopsia/waxy vision. The surgeon further reports that the patient had a yag laser procedure performed for posterior capsule opacification. The surgeon also reports that limbal relaxing incisions and a conductive keratoplasty was performed.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/03/2008 by fax and mail. A completed questionnaire was received on 11/14/2008.